Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. Customer's blood glucose was 500 mg/dl at the time of incident. Customer's current blood glucose level was 26 mg/dl. The customer had a symptom nausea. Customer also treated with syringes. Troubleshooting was performed. The product will not return for the analysis.